Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 151184f with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 1195-160/195-260 / lot 151184f and device part number 195-430h / lot 146295a. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot 151184f showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported conflicting results with the binaxnow¿ covid-19 antigen self test (B)(6) 2021 performed on an unknown sample. The consumer reported that she has done three tests, 2 are negative, 1 was positive and 1 invalid. The consumer reported that the invalid test showed that the pink line located at the middle of the control and sample line. No additional patient information, including treatment and outcome, was provided.